Event description:
A surgeon reports that during intraocular lens (iol) implantation a bent haptic was noticed after insertion. The incision was enlarged to facilitate removal of the lens. Additional information has been requested.